Event description:
It was reported that the patient with this tactra penile prosthesis experienced cross over. The tactra was explanted and replaced with an inflatable penile prosthesis (ipp). No further patient complications reported.

Event description:
It was reported that the patient with this tactra penile prosthesis experienced cross over. The tactra was explanted and replaced with an inflatable penile prosthesis (ipp). No further patient complications reported.